Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right ventricular (rv) lead and presented to the hospital for a lead revision procedure. The right ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.